Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 9 devices had worn components, 2 devices had broken/damaged components, 1 device had a bent component, 2 devices had alignment issues, and 1 device had a dirty component. The devices were repaired and returned. 1 of the devices was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported there was reduced brake force or the brakes wouldn't hold. There was 1 event with patient involvement; no adverse consequences were reported.